Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Device wont turn on so no evidence of reported problem was found. During the evaluation of the device the customer's stated problem was verified. Inspected the pump and when power up it display show red screen. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 had a red screen. No patient involvement.